Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was over 550 mg/dl and 236 mg/dl. Customer was using the auto mode feature. Customer stated the led blinked on and off. The insulin pump will not be returned for analysis.